Event description:
It was reported that a week after implant, the patient reported chest pain. It was determined that the right ventricular (rv) lead had dislodged and perforated the heart. The patient experienced tamponade from the perforation and hemothorax. The patient required emergent surgery and a chest tube in order to have the lead removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).